Manufacturer narrative:
Manufacturing site evaluation: the implants were not available for investigation. Batch history review - all products (incl. Nx031z/52273733 femoral component, nn261z/52259115 tibial obturator): the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specifications valid at the time of production. Similar incidents have been filed with products from the same batches 52277784, 52273744, and 52259115. Conclusion and root cause - without product and little available information it is therefore hardly possible to determine an exact conclusion and root cause. It could be possible that the failure is usage related. Rationale - unfortunately, due to a lack of data we cannot determine the exact cause. Corrective action - a product safety case has been opened and any action regarding CAPA will be addressed in this case.

Event description:
It was reported that there was postoperative loosening of the as vega tibial component. The patient underwent primary surgery and implantation of vega knee implants on (B)(6) 2017. Sometime later, postoperative loosening of the tibial plateau was noted. The tibia had been used with an obturator/uni and was not stemmed. A revision was performed on (B)(6) 2018; a stemmed tibia had been planned as a replacement for the original implant. Further data, including operative notes from the surgeries as well as x-rays have been requested. This report will be updated when additional information is received. Involved components listed as concomitant (item number/lot number): nx031z/52273733 femoral component, nn261z/52259115 tibial obturator.

Manufacturer narrative:
Manufacturing site evaluation: the implants were not available for investigation. Investigation: the provided x-ray figures showed a lateral over-hang situation at the tibial component. It must be mentioned that the x-ray figures are not the original figures, and they are lower quality and therefore only suitable to a limited degree for medical/diagnostic statements. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers available, and found to be according to specifications valid at the time of production. There have been similar incidents filed with products from these batches (52277784, 52273744, and 52259115). Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the mentioned failure. It appears that the failure is not product related. It could be possible that the failure is usage related. Rationale: in light of the information received and because the implants were not returned, it is not possible to determine a definitive root cause. There are no hints for a material or production failure. It could be possible that there were problems with the bone cement technique. A product safety case (psc) has been opened.